Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated that the postoperative curative effect had not been improved, and there was no effect. In (B)(6) 2020, the product in the patient was explanted.